Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿The bedside rn, called line rn indicating that the PICC dressing for the patient, was wet and appeared to be leaking ivf. As rn started to remove the old dressing, an obvious cack in the clear hub of the PICC was noted, with ivf leaking out from the crack. Rn them repaired the PICC at this time using a sterile PICC repair kit and applied a new sterile dressing. The patient tolerated the repair well but was without ivf and continuous drips for approximately 30 minutes while repair was performed.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. . Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause of the breakage is not possible. However, due to the number of other similar complaints against this lot for breakage, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
¿The bedside rn, called line rn indicating that the PICC dressing for the patient, was wet and appeared to be leaking ivf. As rn started to remove the old dressing, an obvious cack in the clear hub of the PICC was noted, with ivf leaking out from the crack. Rn them repaired the PICC at this time using a sterile PICC repair kit and applied a new sterile dressing. The patient tolerated the repair well but was without ivf and continuous drips for approximately 30 minutes while repair was performed.¿